Event description:
The patient sustained a head trauma on (B)(6) 2014 subsequently resulting in loss of osseointegration. The device has not been made available for analysis as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.